Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for failure was isolated to j7 component on ECG "a" was damaged and broken off. The root cause for damaged j7 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.